Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose (bg) level was impacted (450 mg/dl). The customer used an insulin pen to deliver 15 units of insulin and went to the emergency room. Fluids were administered intravenously and the customer was hospitalized. The customer was released from hospitalization on (B)(6) 2015 and bg level is reported to have been under control since hospital discharge.